Event description:
Reporter indicated his "programming wand was weak". Further clarification indicated that the wand had to be perfectly placed over the generator in order to interrogate. Per the reporter, troubleshooting did not resolve the issue.

Manufacturer narrative:
Device malfunction is susptected, but did not cause or contribute to a death or serious injury.